Event description:
This complaint is now reportable based on the analysis completed on 04/10/2008. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The 80% stenosed, severely calcified lesion being treated was located in the moderately tortuous circumflex artery. No patient injuries or complications were reported. The procedure was completed with a 3.5x16mm taxus stent. The returned product confirmed that there was stent damage.

Manufacturer narrative:
A visual and microscopic examination found severe damage to the stent, the tip was slightly flared and the hypotube had kinked approximately 62.5cm distal from the catheters strain relief. The stent damage included damage to the middle section of the stent in that it was flattened, and proximal stent damage with the struts being misaligned. The stent damage is consistent with the delivery system encountering some form of restriction. The hypotube kink damage is consistent with excessive force being applied to the delivery system. The tip damage is consistent with guidewire movement during attempts to cross the lesion. No other kinks or damage were noticed along the shaft of the device. The balloon section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing records have been reviewed and no issues or discrepancies were found. The most probable root cause for this event is operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which contributed to the reported event.